Manufacturer narrative:
The impella cp has not been returned by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported an (B)(6) male patient had impella cp pump inserted in the right femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). The patient was implanted on (B)(6) 2021 and explanted on (B)(6) 2021. It was reported that on day one of impella support, hemolysis was confirmed via hemolytic urine. As a result, the impella's position was adjusted and haptoglobin was administered. Hemolysis resolved after treatment. No further information was provided.